Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the exact cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, after balloon aortic valvuloplasty (bav) the patient had a heart block. The valve was implanted at a depth of 5mm. The patient received a pacemaker post navitor implant. The patient was reported stable and discharged to home.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.